Event description:
The reporter stated the surgeon implanted a micl 12.1mm implantable collamer lens in the pt's left eye. The pt after having bilateral implantation, got nauseated and began vomiting. The pt's pupil was fixed and dilated. Another doctor was contacted and the diagnosis for this complication is a rare condition called urrets-zavalia syndrome. The lens remains implanted. See MFR # 2023826-2012-00168 for right eye.

Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - urrets-zavalia syndrome is rare and its etiology is unk. Possible causal factors include strong mydriasis, laser iridotomy, pupillary block and glaucoma. The symptoms include a fixed dilated pupil, iris ischemia and increased iop. Conclusion: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).